Event description:
It was reported that during a percutaneous coronary intervention (pci), the tip of the imaging catheter detached. The primary disease was aso (arteriosclerosis obliterans). The cto (chronic total occlusion) lesion in the right eia (external iliac artery) -sfa (superficial femoral artery) was 100% stenosed with calcification and moderately tortuous. The lesion was dilated and successfully imaged with an intravascular imaging catheter (ivus). The lesion was dilated again and when the physician attempted to use the catheter a second time, it failed to produce an image. The physician then changed to a new catheter. It was reported that the physician had difficulty back loading this catheter onto the guidewire and forcibly pushed, and that is when the tip of the imaging catheter detached. The imaging catheter had not entered the pt's body. The pt is reported to be "fine".